Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned, therefore an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that at the end of the percutaneous coronary intervention, the doctor used a 6fr angio-seal device to perform a vessel closure. However, the angio-seal sheath was kinked during the procedure and could not advance further even after multiple attempts. In the end, the doctor decided to perform a manual compression for the patient. The patient was in stable condition and was sent to the recovery area. The procedure was completed successfully. Additional information was received on 26february2020: the sheath size used during the procedure was a 6fr. A pre-deployment angiogram was performed.